Event description:
It was reported that the right ventricular (rv) lead impedance had risen in the bipolar pacing configuration. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.